Event description:
Serious injury involving one person. Pt was diagnosed with a corneal ulcer in left eye in may of 1998. Lens model/water content: focus toric/55%; lot #8442178; eye involved: left eye; refraction: myopia; total duration of use (months) wearing modality: number of days lens worn: unk; last visit to practitioner prior to symptoms: unk; type of lens care system used: unk; disinfecting sys used: unk; was homemade saline used: no; number of days worn between cleaning and disinfecting: unk; days between cleaning and symptoms: unk; days between symptoms and calling dr: unk; self-treatment by pt: unk; hand washing before lens manipulation; unk; ulcer location: left eye; visual acuity before symptoms: unk; visual acuity after symptoms: unk; results of culture: none taken; results of corneal biopsy and/or scrapings: unk; treatment administered: unk; prognosis: eye is healed, situation resolved.